Event description:
It was reported that during a routine follow up fault code 1003 displayed on this device. Fc 1003 is indicative of battery voltage being too low for the projected longevity. This device has been explanted and is no longer in service. No adverse patient effects have been reported. This device has since been received for analysis and the investigative results are as enclosed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery. Though this device is included in an advisory population, laboratory analysis determined it did not display the advisory behavior.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during a routine follow up fault code 1003 displayed on this device. Fc 1003 is indicative of battery voltage being too low for the projected longevity. This device has been explanted and has since been returned for analysis. The results of this investigation is as enclosed.